Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 399 mg/dl and stomach bug. Customer¿s bg was treated intravenously with fluids of saline and insulin. The customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, the customer was using lyumjev insulin. Tandem technical support (cts) informed customer that lyumjev is off label per the user guide. System check with cts confirmed that the pump and related supplies were operating as intended.